Event description:
The ivc filter stuck in the sheath. The procedure continued with a new device. A retrievable ivc filter was then successfully placed below the renal vein in-flow. A post deployment venogram was performed confirming satisfactory orientation of the filter. Manufacturer response for denali vena cava filter, denali (per site reporter): they are investigating, and providing shipper kit.